Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm and cartridge alarm 9 issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and cleared the alarm to resolve the issue. Additionally, it was reported that multiple intermittent minimum fill notifications occurred after filling a cartridge with approximately 250-400 units of insulin. Reportedly, customer reloaded the cartridge to resolve the issue. Subsequently, it was reported that multiple cartridge alarms (alarm 9) occurred with multiple cartridges. Cartridge's were filled with approximately 250-400 units of insulin. Customer loaded a new cartridge to resolve the issues and resume insulin therapy on the pump. Customer's blood glucose level was 285 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.